Manufacturer narrative:
H4: the lot was manufactured rom september 15, 2020 - september 16, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) leaked at the level of the blue winged luer cap. The device was filled fluorouracil. This was identified one hour after preparation and prior to patient use. There was no patient involvement. No additional information is available.